Event description:
Customer reported the device did not work.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged cable/cord/wiring was found due to normal wear. During service, technician indicated that strong vibrations occurred, tools did not fit into bolting. Motor, motor flex, and tube defective.